Event description:
The pt experienced discomfort; impedances involving electrode #2 were greater than 4,000 ohms. The device was programmed successfully around electrode #2. It was noted that the pt had recent foot surgery.

Manufacturer narrative:
(B)(4).